Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
Literature article was received entitled "risk of revision for fixed versus mobile-bearing primary total knee replacements". Literature article "risk of revision for fixed versus mobile-bearing primary total knee replacements" by robert s. Namba et al. Published by the journal of bone and joint surgery was reviewed. The article purpose: to compare the short-term survivorship and to determine risk factors for revision of mobile-bearing and fixed-bearing total knee replacements. The article reports: a prospective cohort study of primary total knee arthroplasties performed from 2001 to 2009 was conducted with use of a community total joint replacement registry. This study cohort consisted of 47,339 total knee arthroplasties. Five different knee systems (one competitor) were implanted within this population and compared. The authors found that risk for revision was 2.01 times higher than the other groups. Other than that, the other groups were not statistically different. The patella was resurfaced over 97 percent of the time. Cement was used in the majority of patients although the manufacturer is not disclosed. The authors do not give the quantities that the adverse events occurred in reference to the specific product line therefore we will not give quantities. Depuy products involved: lcs, pfc rp cs, pfc rp cr, pfc fb. Complications: infection, joint instability, aseptic loosening, adhesion, osteolysis, polyethylene wear, medical device joint impairment, inadequate osseointegration, surgical intervention. The first four products are to capture the pfc sigma fb components, the following four products are to capture the pfc sigma rp cs components, four products are to capture the pfc sigma cr components, and the final six products are to capture the lcs system components.